Event description:
Related MFR reports: 3006705815-2020-02799 and 3006705815-2020-02800.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-02799 and 3006705815-2020-02800. It was reported the patient had the entire scs system removed due to the patient not receiving effective stimulation therapy. Reportedly, no complications occurred during the procedure.